Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that during impella cp support, the purge side arm was defective and a leak was observed. Additionally, the pump stopped due to high motor current. There was no reported patient harm.

Manufacturer narrative:
The investigation for the pump stop and purge leak has been completed. During support, there was a purge leak and a high motor current pump stop. No product or data logs were returned. The root cause of the purge leak - pump was most likely due to a damaged sidearm but the cause of the damage was not determined. The root cause of the pump stop was not determined because no product or data logs were returned. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock and high risk cpi in the following sections: section: using the automated impella controller with the impella catheter. Section: troubleshooting the purge system. Section: impella stopped. It also states in impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ added-b5 addl narrative, d10-concomitant device, h6 impact code 4627, 4642 g1-corrected MFR site name and address.

Event description:
Additional information was provided which states the physician decided to remove the impella cp and keep the patient on va ECMO support only.